Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0p1jz, product type: lead. All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that there were impedances found: saw >4000 ohms on contact 0/1, 0/2, 0/3. Case values were in normal ranges of 1099-1300 ohms. Caller didn't want to do anything further other than program the patient to get a couple more programs for patient to use. Changed program 2 to contacts c + 3 -instead of 0-3 + given electrode impedances. Troubleshooting resolved the issue. It was reported that the patient was having return of symptoms on incoming program but they were not mentioned to what they were. The locations of the symptoms were in the bladder. Patient got a replacement programmer recently and they were having symptoms using the current program. There were no further complications reported.